Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen pump which did not provide an error code or alarm when air bubbles were visually detected in the smartablate tubing set. The bubbles were found after active irrigation. The bubbles were described as loose air bubbles, not embedded in the tubing material. The tubing set was replaced and the procedure was continued using alternative products. The procedure was completed without patient's consequence.